Event description:
We had an issue where the handpiece was acting funny and was saying no connection and then it would be ready then you would have to press the start button multiple times during the procedure. We could not determine at that time if it was the base or the hand piece. Another hand piece was obtained that matches the same lot # and expiration date and item #. Turned the machine off to allow it to rest, came back and turned the machine back on, plugged the new hand piece in that we were prepared to waste to test it with it never produced an issue. Plugged the fieldpiece in again after a few minutes it did give us warning. Unplugged it and plugged the new handpiece in again just to verify, no issues unplugged it one last time, and we still got an issue with a handpiece that was in the field. We are saying at this point, it is the handpiece, and not the cord that's attached that's disposable and not the machine.